Event description:
On (B)(6) 2005, I underwent a revision of a right total hip arthroplasty. I received a depuy pinnacle deep profile acetabular component, 58 mm with ultramet metal on metal insert, neutral 36 mm, and a metal on metal femoral head, +12 neck, 36 mm. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort and several reductions due to dislocations, on (B)(6) 2010, I underwent a revision of the left total hip arthroplasty. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: failed right hip replacement.